Manufacturer narrative:
(B)(4).

Event description:
Surgeon prepared the hole for anchor insertion per surgical technique. He inserted the anchor without any major issue. He then tensioned the suture and locked it down, until he heard his torque clicks. The problem arose when he tried to pull the inserter back out or dislodge from the anchor. He describes it as the set screw (inner locking screw) pulled out with the inserter. E-mail confirmed that the anchor was removed and twinfix 3.5mm anchor was used in other location to complete the repair. Patient had good quality bone and the bioraptor 2.9 spade tip drill was used to prep the site.